Event description:
Healthcare professional "pain related to rupture with silicone leakage" diagnosed via ultrasound. This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture with silicone leakage.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. ¿ breast pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional "pain related to rupture with silicone leakage" diagnosed via ultrasound. This record is for the right side. Device was explanted and replaced with a non-abbvie device.